Manufacturer narrative:
Sections with additional information as of 14-feb-2020: b2: hospitalization added. H10: during follow-up call with customer made on 20-jan-2020, customer states she was admitted to the hospital on (B)(6) 2020 (customer does not recall) and diagnosed with ketoacidosis and hyperglycemia. Patient was administered insulin drip to reduce blood glucose. At the time of follow-up call, patient was still hospitalized. Customer states she no longer has test strips to send back for investigation, but will send back old meter for investigation when she is discharged from hospital. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved, unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred as soon as the blood sample was absorbed. At the time of the call the customer reported feeling fatigued and stated that it might be related to her diabetes or her sleep apnea. Customer stated that she would go to the emergency room. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date was not disclosed (customer had difficulty providing the lot number and serial number of products) and open vial date is (B)(6) 2019. During the call, a back to back blood test was performed by the customer and produced test results of e-5 and e-5 using meter.